Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, high pacing impedance was detected on the right atrial (ra) lead. It was also noted that the guidewire failed to be inserted into the ra lead completely. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high lead impedance and failure to advance a stylet were not confirmed. The complete lead was returned for analysis. Electrical testing, visual and x-ray inspection were normal with no anomalies found.